Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that physician had to remove the patient's neuro pump due to an infection.

Event description:
It was reported that the pump and catheter were removed due to infection. The patient was suspected to have meningitis. The pump delivered gablofen. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).